Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, when clipping off the duct, the clip applier jaws never closed and the clips just shot out in u shaped form as the handle was being squeezed. Another device was used to complete the procedure. There was no patient injury.